Event description:
The customer checked blood glucose and obtained a reading of 397 mg/dl. About thirty minutes later pt passed out. Emt's were called and when they arrived they checked glucose and the level was 6 mg/dl. Pt was given a glucose injection and felt better. Controls were not used on the system. The device was replaced and authorized for return to be evaluated.